Event description:
It was reported that cassette finished 4 hours early. Customer reported that nursing staff checked the pump with biomedical engineering who informed them that the total volume in the cadd cassette delivered 228ml, not 250ml. Per reporter, this event occurred during patient infusion. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.